Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device tool cannot be removed due to ratchet bent, mechanical damage at the extension bushing. The technician further noted the bevel wheel was too small and the device failed the temperature test. The device was repaired and returned to customer on 4/9/2013.

Event description:
Customer reported the device jammed and would no longer move. This is report 1 of 1 for (B)(4).